Event description:
Complainant alleged that during a routine shift check by a clinician, the device would not charge to selected settings and intermittently displayed error message code "status 99" on the monitor screen. The complainant indicated that there was no pt involvement in the reported failure.